Manufacturer narrative:
The exact implant date is unknown; however it was reported to be "(B)(6) 2010".

Event description:
It was reported that an obtryx transobturator mid-urethral sling system was implanted in "(B)(6) 2010". According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.